Event description:
The customer reported a non-critical issue with their device. During evaluation, it was found that the device was unable to charge. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control found that the root cause is related to the analog pcb but the pcb is unavailable for repair. The customer declined the option to repair.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. It was identified that the hv capacitor and the analog pcb assembly should be replaced, however the analog pcb assembly was not available so the device could not be repaired. Per the customer's request, physio scrapped the device. The cause of the failure to charge was isolated to the hv capacitor.

Event description:
The customer reported a non-critical issue with their device. During evaluation, it was found that the device was unable to charge. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.